Event description:
It was reported that patient underwent primary knee replacement on (B)(6) 2011. Revision procedure was performed on (B)(6) 2012 due to 'inappropriate implant for patient anatomy'. No further information has been received.

Manufacturer narrative:
The explants were returned to biomet UK for evaluation however a full investigation was not deemed necessary as the surgeon revised the implants due to "inappropriate implant for patient anatomy."

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.